Manufacturer narrative:
MFR's service engineer evaluated and repair the laser. The repair was completed and the laser was released for use.

Event description:
During a procedure, the laser displayed errors indicative of a system malfunction and the procedure was abandoned. The pt was rescheduled for surgery via "bipolar turp"; date of surgery is unk. There was no report of a pt injury; however, the MFR is filing this as a surgical intervention due to the pt requiring and add'l procedure as a result of the incompletion of the original procedure.